Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that two air gaps were observed along the infusion set tubing. The customer's blood glucose level was 135 mg/dl. Reportedly, the customer primed the tubing to resolve the issue, and continued using the pump for insulin therapy. In addition, customer reportedly used cold insulin to fill the cartridge. Tandem technical support educated customer regarding cartridge labeling instructions.